Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 04/21/2026, it was reported that by the patient's parent that the patient had a cgm low alert issue that occurred on 04/21. The dexcom app showed a low alert, but no alert was received on her follow app. The patient is living in a nursing facility and is handicapped. At around 9:00 am, nursing staff noted the cgm reading at 48 mg/dl and the patient laid down on the floor as he was dizzy and sweaty. The nurses provided orange juice. The parent could not recall the bg value taken by nurse. The parent became aware of the issue when nursing staff notified her and informed her that the patient would be transported to the hospital by ambulance. Symptoms lasted less than an hour before the parent was aware of the missed alert. While on the way to the hospital, the parent checked her follow app and saw the cgm reading at 117 mg/dl. The parent was unsure of the bg reading at the hospital. No medications were given, the patient underwent blood tests and an EKG, all of which were normal. The patient stayed at the hospital for about 5 hours and was discharged feeling fine. No other details were documented. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 04/21/2026, it was reported that by the patient's parent that the patient had a cgm low alert issue that occurred on 04/21. The dexcom app showed a low alert, but no alert was received on her follow app. The patient is living in a nursing facility and is handicapped. At around 9:00 am, nursing staff noted the cgm reading at 48 mg/dl and the patient laid down on the floor as he was dizzy and sweaty. Th nurses provided orange juice. The parent could not recall the bg value taken by nurse. The parent became aware of the issue when nursing staff notified her and informed her that the patient would be transported to the hospital by ambulance. Symptoms lasted less than an hour before the parent was aware of the missed alert. While on the way to the hospital, the parent checked her follow app and saw the cgm reading at 117 mg/dl. The parent was unsure of the bg reading at the hospital. No medications were given, the patient underwent blood tests and an EKG, all of which were normal. The patient stayed at the hospital for about 5 hours and was discharged feeling fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.